Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 29mm 11400m mitral valve was explanted at implant due to left ventricular rupture. The device was replaced with a 27mm non-edwards valve. The patient was reported to be in stable condition. Per the reported information, a mitral valve repair was initially attempted but was converted to mitral valve replacement (mvr) due to inability to control regurgitation. After weaning from cardiopulmonary bypass (cpb), left ventricular rupture occurred. Cpb was reinitiated, and it was decided prior to decannulation to explant the device. The 29mm 11400m valve was explanted, left ventricular reconstruction was performed, and a non-edwards mitral valve was implanted. The surgeon considered interference between the posteriorly positioned stent post and the left ventricular wall to be the perceived root cause of the event.